Manufacturer narrative:
Submit date: 03/10/2016. An investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2016 the customer experienced an issue with an enteral feeding pump. The customer states that the unit over/under delivers. There was no patient involvement.

Manufacturer narrative:
Submit date: 10/17/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit over/under delivers. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to failure of the unit¿s gearbox/rotor; gearbox/rotor were replaced to correct the issue. The unit was then fully tested; unit passed all testing. Kangaroo epump was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications.